Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures came out¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2616 was removed.

Event description:
Additional information: clarification: the sutures of the two proglide devices came out during attempted placement using the pre-close technique prior to the procedure, not while attempting to advance the knots post-procedure. Per return device analysis, an additional proglide device was returned with blood in and on the device. The posterior cuff remained inside the posterior foot pocket and connected to the link. The other end of the link separated from the swage end of the anterior cuff. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique with two proglide devices via a 6f sheath hole prior to an interventional aortic valve implantation procedure. Reportedly, the sutures came out and the knots could not be made with both devices. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.